Manufacturer narrative:
This supplemental report is being submitted to provide the product return date. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found that a foggy image persisted for 10 seconds without disappearing when meeting hot and cold water. A definitive root cause could not be identified. Based on the investigation results, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a blurry image. The issue occurred during the set up before the patient entered the room. There was no patient involvement.